Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device received with intermittent button response due to flattened esc and act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. Device received with minor scratched lcd window and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to press the buttons more than once get insulin pump to respond. The customer's blood glucose level was unknown. The customer also reported that the insulin pump received unexplained no delivery alarm and scratched screen. The device will be returned for analysis.